Event description:
It was reported that after the pump fell, the housing was damaged making it difficult to load cartridges. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.